Event description:
It was reported that a button fell off the pencil during surgery. The button was not retrieved. The nurse manager does not feel that it fell into the pt as only an incision line had been made and a yellow button would have been quite visible.